Manufacturer narrative:
As reported, the y-knot flex inserter is not expected for evaluation, as it was discarded at the user facility. Without the actual device, an evaluation could not be performed and the root cause of the reported tine breakage could not be determined and the alleged incident therefore could not be verified. Based on available information, it is believed that the most likely cause of the driver breakage in this instance is use related, and a probable result of misuse. In addition, evaluation of similar complaints revealed a possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. This device with unique identifier (UDI) #(B)(4) was manufactured on 03-mar-2016 in a lot of (B)(4) units. There were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported problem. There was no other complaint received for this item and lot number combination. (B)(4). This device is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of driver tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: exercise care in the use of the device to minimize side and/or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid lateral loading while inserting y-knot anchors. Maintain proper alignment during insertion of anchors and disengagement of drivers. Device was discarded at user facility.

Event description:
The user facility reported that the shoulder arthroscopy bankart repair procedure on (B)(6) 2016 was completed as planned using a y-knot flex 1.8mm all suture anchor with no significant issue noticed. However, after the surgery, x-ray was performed and "a small metal object" (presumably from the tip of the inserter/driver) was observed in the x-ray on the same day. The report also indicated that during surgery the surgeon did not notice that one part of the fork shaped driver tip was broken off and thus the tiny broken tip remains in the patient's bone (glenoid). Additional information received from the user facility indicated that there is no abnormal condition noted with the patient at the present time.